Event description:
It was reported that the patient underwent an explant procedure wherein all device components were explanted due to an unknown reason. There was no device malfunction suspected. All explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 years from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).